Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 10/4.00 flextome cutting balloon was used to dilate the target lesion. The severely calcified lesion was confirmed using an unspecified imaging catheter. Ablation was performed using an unspecified burr. A flextome cutting balloon was used for pre dilatation. During the first inflation, it was noted that the balloon ruptured at 6atm for 2 seconds. No pieces of the device were detached. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The device was attached to an encore inflation unit, subjected to positive pressure and two pinhole leaks were identified in the balloon. One pinhole was located over the proximal markerband and the other pinhole over the distal markerband. The blades and tip section of the device were visually and microscopically examined and no issues were noted. An examination of each markerband identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 10/4.00 flextome¿ cutting balloon¿ was used to dilate the target lesion. The severely calcified lesion was confirmed using an unspecified imaging catheter. Ablation was performed using an unspecified burr. A flextome¿ cutting balloon¿ was used for pre dilatation. During the first inflation, it was noted that the balloon ruptured at 6atm for 2 seconds. No pieces of the device were detached. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.